Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a smartablate¿ irrigation tubing set. Foreign substance was on the tube in inside pouch. Pouch was unopened and unused. There was adherence of short hair-like objects in unopened sterilization bag. When they tried to see if it could move it in the bag, it seemed to move. The bag was not opened as foreign matter contamination, and other things were taken out, and the procedure progressed. The procedure was completed without patient's consequence. The issue was noticed before use and the device was not used on the patient. The pouch was unopened and there was no damage. Foreign material inside the packaging is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-jun-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a smartablate¿ irrigation tubing set. Foreign substance was on the tube in inside pouch. Pouch was unopened and unused. Device evaluation details: visual analysis revealed a hair inside the unopened bag. Due to this condition, a manufacturing supplier investigation was performed. This investigation indicates that the contamination is an organic material and the failure mode was potentially caused by material handling. A device history record review was performed for the finished device ac6382522 number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the supplier quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)